Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge fse that encountered the issue replaced the batteries to fix the issue. The fse then completed the scheduled pm including cleaning, calibrating and ensuring that all functional and safety checks were performed per factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a routine preventive maintenance (pm) performed by a getinge field service engineer (fse), the battery of the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involvement, and there was no adverse event reported.